Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 127 mg/dl at the time of the incident. The customer states that one of the corners of the screen was a little fogged up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.